Event description:
Device malfunction: difficulty advancing the thumb advancer. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, there was difficulty advancing the thumb advancer and the clip could not be deployed. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.